Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Weight ¿ ni, expiration date - n/a, unique identifier (UDI) # -(B)(4), date implanted - n/a, date explanted n/a.

Event description:
It is reported that the reamer shaft broke during surgery while the surgeon was reaming the patient's femur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The complaint sample was evaluated and the reported was confirmed. As returned, the dimensions taken are within specification. A subcomponent is fractured and the fractured pieces were not returned. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. The root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.